Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior, stress marks, creases fold, wear abrasion and missing shell. Based on the device analysis the final assessment is: a broken crease sharp on posterior assessed as fold flaw opening. Missing shell assessed as inconclusive.